Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on 10/15/2019. The patient's mother stated approximately 2 days after the sensor was inserted, there was a little bump at the site. Two days after that the bump was larger and they removed the sensor. The bump became infected and filled with pus after an unspecified number of days. The patient was taken to a pediatric hospital where the infection site was drained, and they were given unspecified antibiotics. The site started healing and at the time of the report over 2 months later the patient had fully recovered. No additional patient or event information is available.